Manufacturer narrative:
(B)(4). Batch # unk. Additional information was provided: the surgeons use a psee60a device and 2 green, gst60, reloads, and one gold, gst 60, reload with slrs. They feel the issue appears to be occurring on the proximal 1/3 of the staple line of the gastric sleeve. The rep states there are no issues intraoperatively with the device or its performance or with staple formation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the doctor performed a laparoscopic sleeve gastrectomy on on (B)(6) 2022. Ech60r was used on all firings as surgeon preference for patients with additional complicating factors. Performance was as expected intra-operatively, all staple loads firing with slr applied. The patient had a mechanical heart valve. The patient had a bleed on the staple line post-op and reoperation was performed. Drain was placed, bleed resolved. 2.5 weeks later patient presented to the clinic with fever and generally feeling unwell. The patient was admitted and had exploratory surgery and no leak was found through endoscopic leak test. The patient¿s issue has since resolved and went home. There were patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 10/12/2022 a manufacturing record evaluation was performed for the finished device lot number reccpss0 and no non-conformances were identified. Expiration date: 4/2023.